Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer does not recall any significant events leading to the error, but indicated that a basal was attempted beforehand. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting was done for alarm and the customer was advised to monitor pump and call if further issues. No further information was provided.